Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas after announcing and eating a routine meal, with blood glucose rising to 232 mg/dl during a card game and then trending down as the pump delivered automated corrections. Symptoms included elevated blood glucose without ketone testing, dizziness, loss of consciousness, or other acute complications. Outcomes included no alerts for severe hyperglycemia, back-up therapy, no medical intervention, and no hospitalization. Investigation included user education and troubleshooting regarding the pump¿s adaptive correction algorithm for a new user. Investigation of this case revealed no device malfunction or component issue and that the event resolved as the algorithm adjusted and delivered corrections, with blood glucose returning to range. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to physiological or behavioral factors rather than a device problem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.